Event description:
Information received from the field notes that transtele- phonic monitoring revealed long pauses and possible oversensing. T he following physician was not advised. Approximately a week later the patient expired, cause unknoown, and it is believed that the device was not explanted prior to burial.